Event description:
The customer called to report a button error alarm during normal use. The customer stated that he was not pressing a button for longer than three minutes. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the interface board. Unable to verify the button error alarm due to the frozen display. The insulin pump also had moisture damage on the keypad taces.